Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202441487, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
Fill volume: 300 ml, flow rate: 100ml/hr, procedure: unknown, cathplace: unknown, start time: (B)(6) 2017 at 08:05 am, stop time: (B)(6) 2017 at 10:10 am. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2018-00024 for the first event. It was reported the infusion was shorter than expected. The total volume of drug administration has infused in less than 2-hours instead of 3-hours. Additional information received stated 13-feb-2018 stated the catheter was located on the patient¿s forearm for a peripheral intravenous (IV) access. The pump was carried below the catheter. The pump was filled at the patient's home. The syringe was manipulated by the nurse at patient¿s home.

Manufacturer narrative:
All information reasonably known as of 30-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
The second unit reported was only used like a ¿unit test¿ in order to verify the flow deviation done by the medical staff. This second unit was not used on a patient. And the result of their internal test was the observation of the same kind of fast flow.